Manufacturer narrative:
An isi field service engineer (fse) investigation has been completed. The fse was unable to reproduce the reported issue; error code 319. Per procedures, the fse replaced the universal surgical manipulator (usm). Part(s) replaced to correct the reported problem. System tested and verified as ready for use. Dismantled: 380647-22; assy, usm, is4000; sn: (B)(6). Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was reproduced/confirmed. The unit failed normal mode on the in-house system and triggered error 319 pointing to the axes controller spar (acs). Once the parallelogram fiber cable was swapped with a new one, the usm did not trigger any errors but once the original parallelogram fiber cable was reconnected, the error returned. Additional testing passed. As a fix, the parallelogram harness will be replaced.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a system arm was disabled. After procedure completion, the customer contacted a technical support engineer (tse) to report the issue. The tse viewed system event logs and was able to confirm non-recoverable error 319 faults indicating node not present pointing to universal surgical manipulator (usm); usm1. Prior to calling support, the customer performed a system reboot, however, no changes were seen. The customer elected to disable arm 1 and proceed with the case using 3 of the 4 arms. The procedure was completed with no reported injury.